Event description:
According to the reporter: port catheter was broken which had been implanted in pt body one year. Catheter fell into pt's right atrium and was retrieved with a cardiac catheter. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).